Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient's receiver was overheating. There was no report any injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was unable to be performed because the receiver would not boot up. A data log was unable to be retrieved. The receiver case was opened for further evaluation. An interior inspection did not find any physical defects; however, a defective battery was observed during trouble shooting. The reported event of an overheating receiver was not confirmed. A root cause could not be determined.